Event description:
Ous MDR, in a bfarm letter, to biotronik from 2008, it was reported that the rv lead was repositioned because of pocket pain. The implant date was not available.

Manufacturer narrative:
The device was not returned for analysis. The analysis is therefore based on the existing production documents. The production process of this device was checked. The production documents did not show any anomalies that could be related to the complaint. All manufacturing steps were carried out correctly. In summary, there is no indication of a manufacturing error.